Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was received. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The device was cracked on bottom case and right plunger case. Event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was duplicated; motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The root cause of the issue was deemed to be normal wear, the pump was over 15 years old. Actions were taken to mitigate the reported issues: replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves; performed preventive maintenance; and the device passed all functional tests.